Manufacturer narrative:
Evaluation summary: the cause of the stuck im rod cannot be definitively determined. Evaluation: as reported, the im guide got stuck in the femur. The guide was returned in a heavily damaged condition as shown by strike marks and mushrooming where the slap hammer engages. The instrument has an approximate field age of almost 2.5 years. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the im guide got stuck in the femoral. There is no reportable damage to the patient.